Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized for a knee surgery. The caller stated that insulin pump was malfunctioning and the customer went back in the hospital; she was treated with an insulin drip. The blood glucose reading was over 500mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller did not feel comfortable and requested a replacement. No further information was provided.